Event description:
One-week post stent implantation the pt experienced a thrombosis of the 2.75 x 18mm cypher in the diagonal lesion. The clot was "pulled out" and the pt is fine. The pt had four cypher stents implanted in 2006. Two of the stents were placed in the diagonal lesion and the two other stents were placed in the left anterior descending lesion via kissing technique.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.